Manufacturer narrative:
An event of calcification on the valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23 mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with syncope and the valve was noted to be stenotic due to calcification. A mean gradient of 70 mmhg was also noted. On (B)(6) 2017, a tavi procedure was performed and a 23 mm medtronic corevalve evolut was implanted. Per report, the patient was discharged in stable condition. Patient identifier and gender is protected under local privacy laws, and therefore is not recorded.